Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had been hospitalized due to endocarditis and had undergone multiple surgical procedures. Following these interventions noise was exhibited on right atrial (ra) and right ventricular (rv) channels. The device was interrogated and the noise was found to be reproducible. Technical services (ts) advised oversensing of noise had resulted in pacing inhibition no greater than two seconds. Therapies were turned off for patient safety at this time. Ts found a drop in pacing impedance measurements across all ra, rv, and left ventricular (lv) channels. However, pacing impedance measurements remained within normal limits. In addition, ts found an increase in capture thresholds on the rv and lv channels. Additional information has been requested but was not provided at this time. This crt-d remains in service. No additional adverse patient effects were reported.